Event description:
On clinic notes received from the vns treating physician, it was reported that the vns pt was experiencing an increase in seizures on (B)(6) 2010. The physician said that the pt's mother thinks the pt's seizures have increased in frequency after the frequency of his vns was increased; however he stated that the frequency of the vns had not been increased. The physician said that the vns was interrogated and findings were normal. The physician's nurse stated that the last time the pt was seen was on (B)(6) 2011 and a systems diagnostic performed that day showed lead impedance ok, dcdc 4, eri = no. The pt's settings on (B)(6) 2011 were 2.00/20/500/30/1.8 with magnet set at 2.25/60/500 and 552 magnet swipes. She could not provide any insight on the pt's seizures. Good faith attempts for further info on the pt's seizures have been to no avail thus far. If add'l info is received, it will be reported.